Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, a thermal burn occurred at the incision site about 6 to 7 minutes into the procedure. The occlusion bell did not ring and there were no system messages. Three sutures were used to close the incision. Additional information has been requested.